Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report. H6: patient codes. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A 41 joule commanded shock was delivered. Shock impedance measurements were noted to have decreased from 200 ohms to 150 ohms with shock delivery, however, resulted in the device recording a shock lead open message. The root cause of the out of range shock impedance measurements was unknown as no visual anomalies were noted upon review of x-ray. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A 41 joule commanded shock was delivered. Shock impedance measurements were noted to have decreased from 200 ohms to 150 ohms with shock delivery, however, resulted in the device recording a shock lead open message. The root cause of the out of range shock impedance measurements was unknown as no visual anomalies were noted upon review of x-ray. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A 41 joule commanded shock was delivered. Shock impedance measurements were noted to have decreased from 200 ohms to 150 ohms with shock delivery, however, resulted in the device recording a shock lead open message. The root cause of the out of range shock impedance measurements was unknown as no visual anomalies were noted upon review of x-ray. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of stored device memory confirmed that while implanted the device recorded a shock lead open message (fc1005). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.